Manufacturer narrative:
The reported event of a loss of ble telemetry was confirmed. The provided logs were reviewed by engineering and it was observed that a magnet was placed over the device once it was already connected, resulting in the connection to drop. This is per design and there is no malfunction suspected.

Event description:
It was reported that the patient presented to the hospital for a scheduled implantable cardiac monitor (icm) implant procedure. During device preparation, the icm presented with a bluetooth (ble) telemetry issue resulting in dysconnectivity without a dongle intervention. The icm was interrogated upon restarting the programmer. The patient was discharged and will be continued to be monitored.